Event description:
It was reported to boston scientific corporation that a capio slim device was used during a sacrospinous fixation procedure performed on (B)(6) 2020. According to the complainant, during procedure, the suture unraveled and the dart eventually detached from the suture during deployment of the device. The problem occurred inside the patient and the detached piece was not retrieved. There were no attempts made to remove the dart from the patient as it could not be located. The physician noted that he used the device with caution. The procedure was completed using the same capio slim device but with a new suture. There were no patient complications reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Correction - block g1 manufacturing site: the correct manufacturing site for capio devices is boston scientific in alajuela, costa rica. Blocks d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. Block h6: device code 2907 captures the reportable event of dart detachment. Conclusion code 4316 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a boston scientific capio device was used during a procedure performed on (B)(6) 2020. According to the complainant, during procedure, the suture unraveled and the dart eventually detached from the suture. The problem occurred inside the patient and the detached piece was not retrieved as the dart could not be located. The physician noted that he used the device with caution. There were no patient complications reported. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.